Event description:
The customer stated that he was in a car accident and hospitalized due to hypoglycemia. The reported blood glucose reading was 38 mg/dl. Prior to the event, the customer took a bolus without checking his blood glucose to treat for food intake. Troubleshooting was performed. The prime and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.